Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had a noisy blood pump. It was also reported that the blood pump damaged the bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. The fst replaced the blood pump rotor to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the charge nurse, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. Additional information was requested, however, to date a response has not been received. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by fresenius field service technician (fst). The fst replaced the blood pump rotor to resolve the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fst reported that the blood pump damaged the bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had a noisy blood pump. It was also reported that the blood pump damaged the bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. The fst replaced the blood pump rotor to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the charge nurse, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. Additional information was requested, however, to date a response has not been received. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: h3 plant investigation: the bloodline was not returned for investigation. The returned rotor has a missing sleeve (guide sheave) on one of the rear guide pins and the other rear pin have a loose sleeve, however, the sleeve could not be removed from the pin. Both rear guide pins have signs of debris. There are no other discrepancies found on the rotor. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. The returned rotor did not create any unusual noises throughout the test. An on-site evaluation was performed by fresenius field service technician (fst). The fst replaced the blood pump rotor to resolve the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fst reported that the blood pump damaged the bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Therefore, the complaint event was confirmed. The reported symptoms fluid leak and noisy were not confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had a noisy blood pump. It was also reported that the blood pump damaged the bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. The fst replaced the blood pump rotor to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the charge nurse, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. Additional information was requested, however, to date a response has not been received. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. The complaint device is available for return for physical evaluation by the manufacturer.